Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction alarm # 7: blood leak? (Centrifuge chamber). Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. No kit lot number was provided; therefore, no batch record review could be performed. Trends were reviewed for complaint category, alarm # 7: blood leak? (Centrifuge chamber). No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a blood leak during the treatment procedure. The customer reported a leak inside the centrifuge chamber and an alarm # 7: blood leak (centrifuge chamber) was received. The customer aborted the procedure and did not return blood to the patient. The customer did not return the product for investigation.